Event description:
In 2008, the pt reported, he began to smell insulin and his blood glucose was elevated to 275 mg/dl. He stated he discovered his adapter was leaking insulin. He examined the adapter and stated it appeared to be normal. The adapter was changed on the day before. The pt changed the adapter and infusion tubing. He then performed a prime and no insulin leaked from the adapter. He attributed elevated blood glucose to stress, medication, and pain from recent knee surgery. He stated, he has a skin infection from surgery and his physician has advised him to change his infusion site daily. Upon follow up on three days after the original date, the pt stated his blood glucose is still slightly elevated at 175 mg/dl due to medication. He stated he has no further issues with adapters leaking insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.